Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first successfully installed by the user in february 2010 and performed to specification, alongside random manual power ons, up to the 13th july 2014. Multiple manual power ons of ten minutes duration were observed in history log between 19th july 2014 and the final log entry on the 20th july 2015. Upon initial inspection of the device the device was found to have a battery pogo-pin inside the device. The returned pad-pak was installed in the device and the device failed to power on, suggesting the observed stuck battery pogo pin was not making any contact with the pad-pak. The pogo-pin was replaced to enable the device to power up during test. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during testing. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.